Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was evaluated and the issue was identified through review of the event history logs. The cause was determined to be a false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2014 at 17:38:12. During night drain cycle one, the patient's ultrafiltration reading was 332ml, indicating the home patient (hp) drained 332ml more than their maximum programmed fill volume of 500ml. No additional information is available.